Event description:
Strike plate unable to be screwed into targeting device. Targeting device loose on arm.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.